Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer was hospitalized due to (dka). Multiple attempts were made by tandem technical support to follow-up with the customer; however, the customer did not respond.